Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The shim is cracked near the metal bearing.

Manufacturer narrative:
On (B)(6) 2017 upon evaluation of the returned device, the shim is cracked around the metal insert. No breakage or missing material was found. The product was reported in error.

Event description:
On (B)(6) 2017 upon evaluation of the returned device, the shim is cracked around the metal insert. No breakage or missing material was found.